Manufacturer narrative:
Concomitant medical products: product ID: fr995-27 tissue valve, implant date: (B)(6) 2018 if information is provided in the future, a supplemental report will be issued.

Event description:
The patient reports that they were experiencing sensations like, "if you cut your leg shaving," and pain, like, "something came off, one of the leads." The patient also reports having lost weight. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.